Manufacturer narrative:
Device was used for treatment, not diagnosis. Device not returned for manufacturer review/investigation since it is single use bandage. Device evaluation by manufacturer could therefore not be completed. This report and the information submitted under this report do not constitute an admission that the device or welly health or any of its employees caused or contributed to the event described herein or that the event as reported to welly health occurred. All welly bandages released by welly quality to date have met all test specifications, met all release requirements, and have been manufactured per the approved specification. The risk to the customer/user has been adequately minimized to acceptable levels. The bandages are considered to be safe and effective for their intended use.

Event description:
On (B)(6) 2025, a spontaneous report was received regarding a 32-year-old female consumer who used an assorted classic variety flex fabric bandage. On (B)(6) 2025, the consumer applied an assorted classic variety flex fabric bandage over sensitive skin for an unknown indication. Eight to ten hours after application, the consumer removed the bandage and she experienced ripped skin on one side where the bandage was on. She experienced irritation on the other side. For treatment, she applied neosporin on her skin from (B)(6) 2025. No additional information was provided.